Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0743 captures the reportable patient complication of "drop of oxygen level in the blood". Block h10: the ultraflex tracheobronchial covered distal stent was received for analysis. Visual inspection of the returned device found that the stent was partially deployed. Visual and microscopic inspections found that there were no damages or knots on the deployment suture. Functional inspection was performed by holding the handle hub in the palm of one hand and grasping and retracting the finger ring with the other hand. By retracting the finger ring the crocheted suture that binds to the delivery system shaft, the stent was gradually released from the delivery system. No other problems were noted with the stent or the delivery system. Product analysis confirmed the reported event of stent partially deployed but the reported serious injury of respiratory distress cannot be confirmed because it happened during the procedure and there was no objective evidence or descriptive conditions to confirm the reported event. Partial stent deployment may be due to procedural factors such as lesion characteristics and the patient's tight anatomy that could have prevented the stent to deploy completely causing partial stent deployment. Therefore, a review and analysis of all available information indicated the most probable cause was adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on april 21, 2023, that an ultraflex tracheobronchial covered distal stent was to be implanted in the main airway to treat a stenosis due to a malignant 3 mm cervical mass during a stent placement procedure performed on (B)(6) 2023. The patient anatomy was tortuous and was dilated prior to stent placement. During the procedure, the black deployment suture was loosened, and the stent was partially deployed above the glottis before it reached the target anatomy. Due to the severity of the stenosis, part of the stent had distended, obstructing the patient's breathing and dropping the patient's blood oxygen level. The ultraflex tracheobronchial stent was removed. The patient's blood oxygen level recovered, and a different stent was used to complete the procedure. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial covered distal stent was to be implanted in the main airway to treat a stenosis due to a malignant 3 mm cervical mass during a stent placement procedure performed on (B)(6) 2023. The patient anatomy was tortuous and was dilated prior to stent placement. During the procedure, the black deployment suture was loosened, and the stent was partially deployed above the glottis before it reached the target anatomy. Due to the severity of the stenosis, part of the stent had distended, obstructing the patient's breathing and dropping the patient's blood oxygen level. The ultraflex tracheobronchial stent was removed. The patient's blood oxygen level recovered, and a different stent was used to complete the procedure. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0743 captures the reportable patient complication of "drop of oxygen level in the blood".